Event description:
Patient reported a left side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening on anterior side assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: observed creases on the device. Observed wear abrasion on the device. Yellow particles observed inner the device. Observed broken on plug strap assessed as surgical damage. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Patient reported a left side deflation. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.